Manufacturer narrative:
Updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6)2007: (B)(6) md. Operative report. Preoperative diagnosis: eight inguinal abscess. Postoperative diagnosis: eight inguinal abscess. Procedure: incision and drainage of and debridement of subcutaneous and soft tissue of right inguinal region. On (B)(6)2007: (B)(6)healthcare. Microbiology. Anaerobe culture. Specimen: groin. No anaerobes isolated. Routine culture. Specimen: groin. Quantitation: moderate growth. Culture: staphylococcus aureus (methicillin-resistant). Gram stain. Specimen: groin. Rare polymorphonuclear white blood cells rare gram-positive cocci in pairs. On (B)(6)2007: (B)(6) md. Discharge summary. Discharge diagnoses: right groin abscess, methamphetamine abuse, morbid obesity, cellulitis, chronic obstructive pulmonary disease. Presented six days post cardiac catheterization; redness/swelling in right inguinal area in which incision of cardiac catheter was made. Had cellulitis right groin region extending into right lower quadrant and medial thigh. On morning of (B)(6)2007, cellulitis beginning to resolve; discharge home on intravenous antibiotics. Blood cultures negative. Home health with wet to dry dressing changes. On (B)(6)2007: (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: same. Procedure performed: open repair of recurrent ventral incisional hernia with bilateral component separation. Resident assistant: (B)(6) md. Anesthesia: general endotracheal. Operative indications: the patient is an otherwise healthy 29-year-old lady who has had multiple cesarean-sections, followed by total abdominal hysterectomy, which was eventually complicated by wound infection. This resulted in an incisional hernia, which was initially repaired with mesh. The patient presented to general surgery with a recurrent hernia and was felt to be an appropriate candidate for the hernia repair. She was consulted regarding the risks and benefits of the possible repair, and elected to proceed with the operation. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and was placed in the supine position on the operating room table. General endotracheal anesthesia was induced without complications and a foley catheter was placed. Perioperative antibiotics were given. The abdomen was then widely draped and prepped in the usual sterile fashion. A midline incision was then identified with multiple palpable hernias in this area. A midline abdominal incision was then made, following excision of a previous scar. The incision was then extended down to the level of the anterior abdominal wall fascia. The fascia was then dissected away carefully, down to the level of the peritoneum. The peritoneum was grasped with two hemostats and was entered sharply. The peritoneal incision was extended superiorly and inferiorly to the level of the entire skin incision. Multiple adhesions were identified in this area and were taken down sharply without any evidence of bowel injury. Once both right and left fascial edges were free of adhesions, the fascia could be fully examined. Multiple hernias were identified in this region with friable fascia. There were approximately seven hernias, some with incarcerated bowel contents which were easily reduced. No evidence of pan strangulation or bowel injury was identified. Once fully free from the underlying tissue, the fascial edges were then separated to proceed with a primary separation of the planned parts. The fascia was separated from the overlying subcutaneous tissues using bovie cautery. Dissection extended from the midline and laterally to just beyond the lateral border of the rectus muscle. This was achieved on both the right and left side, allowing for a tension free closure of the abdomen, as well as closure of the identified hernias. The fascia was then closed with two running looped 0 pds sutures. Two flat #10 jackson-pratt drains were placed in the skin flaps over the fascia and underneath the flaps themselves. A stab incision was made inferior to the right and left of the midline incision and the two drains were introduced and attached to bulb suction. Both drains were secured with 2-0 nylon sutures. The skin edges were reapproximated with staples. Sterile dressing was applied over the incision and the patient was extubated in the operating room without any complications. All sharps, sponges, instruments and needle counts were correct at the end of the case. Dr. Schwartz was present and scrubbed through the key portions of this case.¿ specimens: none. Estimated blood loss: under 100 cc. Drains: two flat jp drains. Complications: none. On (B)(6)2007: (B)(6)md. Discharge summary. Discharge diagnoses: ventral hernia, hypertension, chronic pain. History of constipation and abdominal pain. Tolerating regular diet, ambulating, voiding and having bowel movements. Drains left in place on the left and right secondary to continued jackson-pratt drainage. Incision clean, dry, intact. Discharge home, diet as tolerated, no heavy lifting greater that ten pound for six weeks, record drain two times daily and strip every eight hours. Discharge medications include aspirin, lortab, protonix. Follow up dr. (B)(6) the following wednesday. On (B)(6)2007: (B)(6) md. Progress note. Recent surgery for cancer with a hernia. Continues to have abdominal discomfort and pain with diarrhea, but no nausea and low-grade fever. Tachycardic and in discomfort. Plan: admission to surgical services for further evaluation. On (B)(6)2007: (B)(6) md. Discharge summary. Discharge diagnosis: infected hematoma of abdominal rectus sheath. Seen at outside hospital with persistent worsening abdominal pain since falling down the steps approximately one week prior to admission. Was discharged home after CT scan at outside hospital showed abdominal wall inflammation. Had fevers at home reportedly up to 102 degrees fahrenheit. Continues to pack a draining fistula at inferior edge of incision which she states drains green fluid. Medical history: ovarian and cervical cancer. Was admitted, started on intravenous antibiotics, serial abdominal exams. On hospital day two, incision was clean. Abdominal exam remained soft and rectus sheath hematoma was found to be infected; continued zosyn until day before discharge, then switched to augmentin. Being discharge home in stable condition. Occasionally febrile; temperature maximum was 101.7, but with noted infection not draining and on appropriate antibiotics, this should resolve. Essentially asymptomatic except mild abdominal pain due to continued inflammation and infection, which is improving. Regular diet, activity as tolerated, follow up dr. (B)(6) in one week. Gauze packing strips to be applied to wound three times a day; home health. On (B)(6)2007: (B)(6) md. Radiology ¿ CT abdomen/pelvis without contrast. Findings: air fluid collection within the anterior abdominal wall in the midline measuring 4.9 x 6.0 cm. Air fluid collection appears continuous with additional fluid collection measuring 8.1 x 2.1 cm consistent with reported hematoma. Impression: air fluid collection within the anterior abdominal wall. On (B)(6)2007: (B)(6), md. Discharge summary. Discharge diagnosis: infected hematoma of abdominal wall. Procedures: incision and drainage of infected hematoma. Status post ventral hernia repair on (B)(6)2007 who approximately two weeks ago fell down steps and developed hematoma just lateral to the left rectus sheath. Originally seen one day prior to this admission; was packing draining fistula at inferior edge of the midline incision from the ventral hernia repair. One day after discharge, presented to clinic with complaints of increasing abdominal pain, subjective fevers at home and increased warmth and swelling of area just over the rectus sheath hematoma. Concerning for infection; re-admitted, placed back on antibiotics and for pain control. Underwent incision and drainage without complications. Wound now looking good with good granulation tissue, no evidence of pus or bleeding. Tolerating regular diet, pain controlled, given prescription for packing supplies. Instructed to finish course of augmentin. Discharged in stable condition; her aunt and her taught to do dressing changes twice a day and has home health. Implant procedure: open incisional hernia repair with mesh placement. Implant: gore® dualmesh® biomaterial [1dlmc04/04381540, approximately 15 x 19 cm] implant date: (B)(6) 2007 (hospitalization (B)(6)2007). On (B)(6)2007: (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: incarcerated, recurrent ventral incisional hernia. Assistants: (B)(6). Anesthesia: general endotracheal anesthesia. Operative indications: this is a 29-year-old female with a history of recurrent ventral hernia that is causing her significant abdominal pain, some nausea and vomiting, but no obstructing symptoms. She was requesting surgical repair. Findings: incarcerated ventral incisional hernia. Procedure: ¿risks of the procedure were explained to the patient. These risks including, but not limited to bleeding, infection, damage to other structures, need for further procedures or operations, or risk of recurrent [sic]. The patient expressed understanding of these risks and agreed to proceed. The patient was brought back to the operating room and placed in the supine position. Her abdomen was prepped and draped in a sterile manner. An incision was made down her prior midline incisional scar. The incision was carried down to the subcutaneous fascia. The hernia sac was identified. The hernia sac was incised and we were able to palpate approximately a 5 x 9 cm ventral hernia. The hernia sac was completely excised exposing adequate borders of the surrounding ventral hernia fascia. After freeing the hernia sac and having adequately exposed fascia a piece of dual mesh approximately 15 x 19 cm was used as an underlay with 5 cm of distance between the fascia and the underlaid tracking sutures. The mesh was tacked with suture to the fascia as an underlayment circumferentially with 0 prolene sutures. The mesh sutures were palpated for any defects and any palpated defects were closed with interrupted 0 vicryl suture. The mesh was placed with the smooth side down and rough side towards the skin. The overlying fascia was then closed with a running 0 prolene suture over-closing the space of the mesh. The wound was irrigated copiously and suction cleaned. After adequate hemostasis was achieved interrupted 3-0 vicryl sutures were used to reapproximate the subcutaneous tissue. The skin was closed with staples and tegaderm was applied. The patient tolerated the procedure well, was extubated in stable condition and taken back to the recovery.¿ blood loss: less than 20 ml. Drains: none. Complications: none immediate. Specimens: hernia sac. 1.1 on (B)(6)2007: (B)(6)medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04381540. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04381540) was implanted during the procedure.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: severe abdominal pain, adhesions or erosion, infections, surgical removal, revision of the hernia mesh. Additional event specific information was not provided.